Event description:
It was reported that the patient presented at clinic, where a right atrial (ra) lead dislodgment was found by x-ray. The ra lead was explanted and successfully replaced with a new one. The patient remained stable.